Event description:
It was reported that intermittent occlusion alarm occurred. Reportedly the customer is using fiasp insulin. Tandem clinical support informed customer that fiasp is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.